Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 502 mg/dl. There were air bubbles in the reservoir. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.